Manufacturer narrative:
This medwatch is reporting the motor. The primary console is reported under medwatch MFR report # 2916596-2019-01081. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on ECMO support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was placed on right ventricular extracorporeal support. After approximately 15 days of support, on the morning of (B)(6) 2019, the patient could not breathe on their own and was converted to extracorporeal membrane oxygenation (ECMO) support with respiratory membrane. At approximately 8:00 pm at night, an s3 alarm occurred on the primary console. The nurse pressed the button to acknowledge the alarm, but the alarm message did not disappear. At the moment when the decision was made to switch to the backup unit, a new alarm occurred indicating m6, motor over temp alert. The nurse detected that the motor was very hot so they continued to switch to the backup unit. No additional information was provided.

Manufacturer narrative:
Section a: hospital policy prohibits the release of patient information. Manufacturers investigation conclusion: the reported events of system alert: s3 and motor over temp: m6 alarms were not confirmed. The returned centrimag motor (serial number (B)(4) was tested under a work order on 03apr2019. The reported issues, including the alarms system alert: s3 and motor over temp: m6, were unable to be reproduced. The unit was tested for an extended period of time on a known good test 2nd gen. Console. The motor ran as intended at all speeds without triggering any alarms. The motor did not have a rise in temperature at any point. A full functional checkout was performed and the unit passed all tests. The unit was returned to the customer site. The cable was inspected for any discrepancies that could trigger any issues, and none were found. The root cause of the alarms was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.